Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display after replacing the battery. The customer reinserted the battery and received a battery out limit alarm. The customer did not recall the blood glucose reading. The customer reported that the insulin pump had fallen a couple of times but showed no signs of damage. The battery compartment and spring were not damaged or corroded and that the battery cap contacts were not missing or corroded. The customer was advised to insert a new battery and reported that the display returned. The customer also reported that for over six months, the insulin pump alarmed for a motor error when the reservoir was low. The drive support cap was normal and the insulin pump had not been exposed to a strong magnetic field. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan.